Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found no similar reports for the reported problem (originally reported that the trend was found for the reported problem). During visual inspection of the returned sample, no issues were noted. Leak testing, clear passage testing and clamp function testing were performed without any issues. The uv spike outside diameter measurement was within the specification. As a result, the sample was not confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv flash transfer set spike disconnected from the port of the uv twinbag several times during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.